Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data:

Event description:
The customer reported pulse oximeters from the pediatric emergency department take a long time to detect spo2 and sometimes the accuracy of the readings is not reliable. No consequences or impact to patient were reported.